Event description:
The pt contacted lifescan in 2005 and alleged that the lancets would not fully penetrate when lacing her finger. Medical affairs specialist called and left a message for her two days later. A letter will be sent as a second attempt to reach her. The pt reported she went to the hosp because she did not check her blood sugar level and when she went to the hosp, her result was 508 mg/dl. However, there is no further information regarding the hosp visit or the events leading to the hosp visit. She rec'd insulin treatment are the hosp. It is unknown as to how long the pt had this issue with the lancing device and how long she was not able to test her blood glucose. It is also unknown if she had attempted to test her blood glucose prior to going to the hosp. Her diabetes medication regimen is also not provided. There is insufficient info regarding the hyperglycemic event the pt experienced to conclude the product caused or contributed to injury. The events leading to the hosp visit are not provided and it is unknown if she had attempted to test her blood glucose prior to the hosp visit. A replacement lancing device was sent to the pt.